Event description:
The following event was reported to implantcast gmbh: "at home, the patient collapsed and fell after moving a table and felt severe pain in her right hip " additionally, implantcast gmbh received the following user notification: "at home, after pushing a table forward, the patient collapsed and fell, afterwards she felt severe pain in her right hip" further information were provided from the attending surgeon that the actinia hip stem was broken.

Manufacturer narrative:
A 71-year-old female patient had to be revised, since the implanted actinia® hip stem had fractured after an implantation time of approx. 3,5 years. A severe pain in the hip was felt after the incident. Neither the affected products were not sent to implantcast gmbh for the optical examination nor were intraoperatively taken images from the revision surgery provided. Therefore, no optical examination can be performed. The manufacturing documents and the material certificates of the actinia® hip stem were checked. These did not reveal any errors. The surgical technique and instructions for use were also checked and showed no deviations. In the instructions for use it is stated that the lifespan of an orthopedic joint replacement can be affected by biological, material, and biomechanical factors. Careful patient selection is crucial, particularly for those who are overweight, highly active, or under 60 years old. It is known that the patient suffers from obesity grade ii. All in all, no technical root cause could be determined for the fracture of the hip stem. A possible reason for the fracture could be the high body weight of the patient contributing to high stresses of the implant during the implantation period of over 3,5 years. It is assumed that the pain is either a consequence by the fractured hip stem or a consequence due to the fall. Therefore, the fall is not causative for the fracture.